Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review use of cold plasma ablation for endoscopic endonasal dacryocystorinostomies, 1 patient had a burn of the mucosa of the lower tear tubule and the skin of the eyelid due to technical errors in the contact of the electrode with the bowman's metal probe inserted into the lacrimal tract through the lower tear point during a cold plasma ablation procedure using a evac 70 coblation wand. Damage to the lower tear tubule did not cause scarring by installing and exposing polyurethane drill for 1 month. There was little bleeding strenuous during surgery and early postoperative strenuous period. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The requested clinical documentation has not provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patients impact and outcome beyond the reported cannot be determined. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint may be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.